Manufacturer narrative:
Information indicates this device is in the possession of the patient. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range (oor) right ventricular (rv) pace impedance measurements greater than 3000 ohms. A subsequent device check was performed in clinic, and every pace impedance test resulted in high oor impedance measurements as well as no rv capture at maximum outputs. As a result, the device was explanted, and the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.